Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that the insulin pump had a alarming it was blinking with the insulin pump with a picture of the book and a red x on it. The customer¿s blood glucose was unknown. Customer reported that they received the open book image on the insulin pump screen. Troubleshooting steps were provided for critical pump error. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and recommended customer refer to the back-up plan. The insulin pump will not be returned for analysis.